Event description:
It was reported that the smartpass (sp) feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) system disabled. In addition, this patient receiving an inappropriate shock. Technical services (ts) reviewed noting the signal amplitude around the sp episodes was small, which could be due to system movement. This patient was brought into the clinic. Ts assisted the health care professional (hcp) with running manual setup, in which the sp feature was enabled. The s-ICD was experiencing difficulty acquiring a reference subcutaneous electrocardiogram (s-ECG). The hcp ordered imaging for this patient. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode and s-ICD were explanted due to infection. A transvenous system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis.

Manufacturer narrative:
The product is not expected to be returned for analysis.

Event description:
It was reported that the smartpass (sp) feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) system disabled. In addition, this patient receiving an inappropriate shock. Technical services (ts) reviewed noting the signal amplitude around the sp episodes was small, which could be due to system movement. This patient was brought into the clinic. Ts assisted the health care professional (hcp) with running manual setup, in which the sp feature was enabled. The s-ICD was experiencing difficulty acquiring a reference subcutaneous electrocardiogram (s-ECG). The hcp ordered imaging for this patient. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode and s-ICD were explanted due to infection. A transvenous system was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that this electrode and s-ICD exhibited oversensing while still implanted.

Event description:
It was reported that the smartpass (sp) feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) system disabled. In addition, this patient receiving an inappropriate shock. Technical services (ts) reviewed noting the signal amplitude around the sp episodes was small, which could be due to system movement. This patient was brought into the clinic. Ts assisted the health care professional (hcp) with running manual setup, in which the sp feature was enabled. The s-ICD was experiencing difficulty acquiring a reference subcutaneous electrocardiogram (s-ECG). The hcp ordered imaging for this patient. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the smartpass (sp) feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) system disabled. In addition, this patient receiving an inappropriate shock. Technical services (ts) reviewed noting the signal amplitude around the sp episodes was small, which could be due to system movement. This patient was brought into the clinic. Ts assisted the health care professional (hcp) with running manual setup, in which the sp feature was enabled. The s-ICD was experiencing difficulty acquiring a reference subcutaneous electrocardiogram (s-ECG). The hcp ordered imaging for this patient. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode and s-ICD were explanted due to infection. A transvenous system was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that this electrode and s-ICD exhibited oversensing while still implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. The product is not expected to be returned for analysis.